Event description:
It was reported by an attorney that the patient is deceased. An attorney alleges that the patient was admitted to the hospital five days post implant of the implantable pulse generator (ipg) system with "what was later determined to be a heart attack" and that "upon interrogation of the pacemaker it was apparent that the lead to the pacemaker was malfunctioning, and an emergent lead revision was required." The right ventricular (rv) lead was removed and replaced with a competitor lead. It was further reported that it was "rv lead malfunction" leading to "bradycardia secondary to significant rv lead malfunction". The attorney alleges that the physician is reported to have "verified that the pacemaker, including its leads was initially placed properly, but that it was a defect in the rv lead that caused the pacemaker to fail to work properly." Additionally, it was reported that after changing the lead, the "malfunction was corrected and the pacemaker operated as intended." However, the patient "had a long and complicated postoperative course, and as a result of the heart attack caused by the malfunctioning lead" the patient died.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (ipg) implanted: 2011 (B)(6); 5076-52 implanted: 2011 (B)(6). (B)(4).